Manufacturer narrative:
Per the clinic, the patient was hospitalized in (B)(6) 2023 (specific date not reported), for IV antibiotics administration. This report is submitted on december 01, 2023.

Manufacturer narrative:
This report is submitted on january 18, 2023.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral antibiotic (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2023 in order to clean the infected area. This report is submitted on february 14, 2023.